Event description:
The iab was inserted into the pt on 7/18/97. After iabp for five hrs, blood was noted in the tubing and the "gas loss" alarm sounded from the sys 90 pump. The iab was removed in the o.r. And, because of persisting low output, a lvad was implanted. The pt expired on 7/20/97 at 3:00 a.m. After air entered the lvad. When the body was investigated, calcified plaque were found in the aorta and air bubbles in the coronaries. (Event complications: the pt went on to expire-reported) 8/5/97. (Pt's current status: rpt'd 7/29/97).

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.